Event description:
I was injured (burned/nerve damage) by the davinci surgical robot during three surgeries to repair (x2) and then removal of the left kidney. I now have to get pain-blocks (x4 to date) due to the damage to my inner chest wall.